Event description:
Patient was revised for aseptic tibial loosening and replacement of the patella and tibial insert. Revision surgery was completed without incident.

Manufacturer narrative:
A review of the device history record provides assurance the part was accepted with conformance to the product requirements. An engineering evaluation of the recovered device states the components appeared to have been undamaged and the condition of the parts indicated no component failures.